Event description:
After going down a playground slide while wearing the external equipment, the pt reportedly experienced sound percept problems and facial nerve stimulation. On march 28, 2006, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was not fully functional. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.